Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted and on (B)(6) 2014 mesh was implanted. No additional information was provided.